Event description:
It was reported that a patient underwent a hernia repair procedure in 2006 and mesh was placed. During the procedure, the mesh delaminated. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.